Event description:
It was reported during in clinic follow up that the patient presented with redness and swelling around their implant site. Hematoma was suspected. The device was explanted. The patient was stable.

Manufacturer narrative:
The device was explanted and returned due to hematoma. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).